Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker detected noise on the right ventricular (rv) lead. Surgical intervention was performed and the lead was explanted while the device remains in service. No additional adverse patient effects were reported.